Event description:
Thirty-three months after placement of zenith aaa graft the patient visited the hospital because of back pain. A CT examination revealed an infected aneurysm at the proximal neck portion (false aneurysm absceas). Antibiotic has been administered and the patient is being followed.